Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was not able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not detect pads and would provide unintended defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The reported issue was unable to be verified and unable to be duplicated. The root cause was unable to be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device does not detect pads and would provide unintended defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.